Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented on remote transmission with the device exhibiting undersensing and inappropriate ventricular pacing. It was noted that her sensing trend has diminished over the last year since implant and stabilized. The patient was brought into the clinic and programing changes were made, which corrected the issue. The patient will continue to be monitored remotely.